Manufacturer narrative:
B5: the optetrak devices implanted in the patient contained several components, including a posterior stabilized tibial insert made of defendants¿ proprietary ultra- high molecular weight polyethylene (¿uhmwpe¿ or ¿polyethylene¿). After implantation of the optetrak on (B)(6) 2014, plaintiff experienced pain and other symptoms and was ultimately diagnosed in 2019 with a failed left tka.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical devices: three peg patella 35mm (cn: 200-02-35, sn: (B)(4)) trapezoid tibial tray sz 3f/4t (cn: 204-04-34, sn: (B)(4)) ps tibial inserts sz 3, 13mm (cn: 204-23-13, sn: (B)(4)). Initial reporter's occupation: attorney.

Event description:
Initial implant: (B)(6) 2014. Left knee revision date: (B)(6) 2019, hospital: unknown, surgeon: unknown as reported, approximately 5 years postop the initial implant, a patient experienced a left knee device failure and was defective because of aseptic loosening of the femoral and tibial components, substantial and defective polyethylene wear, including particulate debris of the plastic polyethylene insert found throughout the knee area, polyethylene wear resulting in loosening of the device around the worn polyethylene insert area. No other information has been received.

Manufacturer narrative:
(H3) update: the case was reopened because the components were temporarily provided to exactech for evaluation. The updated evaluation noted in the revision reported is multi-factorial. The wear/fracture of the ps post of the tibial insert was likely the result of a combination of an alignment discrepancy, joint instability, and/or rotational mismatch between the tibial components and the femoral component, which created significant stress on the ps post, uneven wear of the articular surfaces, and uneven force distribution across the joint. These conditions could also contribute to loosening of the prostheses. It is unclear if the tibial insert was fully seated at the time of implantation, possibly due to protrusion of the medial posterior screw hole cover, which appears to have led to cracking of the insert and detachment of the locking button. (D11) concomitant device: three peg patella 35mm (cn: 200-02-35, sn: (B)(6)). Trapezoid tibial tray sz 3f/4t (cn: 204-04-34, sn: (B)(6)). Ps tibial inserts sz 3, 13mm (cn: 204-23-13, sn: (B)(6)). (E3) initial reporter's occupation: attorney.

Event description:
As reported, approximately 5 years postop the initial implant, a patient experienced a left knee device failure and was defective because of aseptic loosening of the femoral and tibial components, substantial and defective polyethylene wear, including particulate debris of the plastic polyethylene insert found throughout the knee area, polyethylene wear resulting in loosening of the device around the worn polyethylene insert area. No other information has been received.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of tibial insert wear and an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening of the femoral and tibial components. However, this cannot be confirmed as the devices were not returned and x-rays were not provided. (D11) concomitant device: - three peg patella 35mm (cn: 200-02-35, sn: (B)(6)) ;- trapezoid tibial tray sz 3f/4t (cn: 204-04-34, sn: (B)(6)) ;- ps tibial inserts sz 3, 13mm (cn: 204-23-13, sn: (B)(6)) . (E3) initial reporter's occupation: attorney. Section(s): no information has been provided: a2, a4, a5, and b6. The following section(s) have additional info; g4, g7, h1, h2, h3, and h7.